Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal right coronary artery. A 3.0 x 23 mm implant was deployed at 13 atmospheres for 30 seconds. The balloon was inflated one time. When negative pressure was applied, the balloon stuck to the implant. The delivery system was pushed distally and neutral pressure was applied. The delivery system could then be removed. There was no damage noted to the implant. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.